Event description:
This report summarizes malfunction events. A review of the events indicated that three (3) patient sample tests using the capture-r ready ID extended I reagent on automated blood bank systems produced unexpected negative results for specific antibodies. The results represent false negatives due to prior patient histories or, testing completed by other methods that demonstrated the presence of the specific antibodies. The malfunctions did not show positive results as expected for the anti-e on two (2) occasions and the anti-cw antibody on one (1) occasion. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes were determined for the malfunctions.